Event description:
It was reported that the lift was stuck in high height and the fowler was drifting. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result - fowler clutch.